Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that she recently had to be rushed to her local hospital for a bowel blockage, then transferred to another hospital, where she stayed for three (3) days. Indication for use included gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.